Event description:
It was reported to boston scientific corporation on april 03, 2007, that during an endoscopic retrograde cholangiopancreatography using a fluototome (patient age and gender unk), the "cut wire broke". The physician removed the device and completed the procedure successfully using another same device. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The february 2007 15-month fluorotome-sphincterotome complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was found. CAPA endo was opened 08/25/20005 to address the broken cutting wire issues. The investigation phase has been completed and the implement solution phase is expected to be completed by may 30, 2007.